Manufacturer narrative:
Section d6a: date of implant should not have been provided previously. Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms were confirmed via the submitted log files. The submitted controller event log file was reviewed and contained data from 29nov2025 to 03dec2025 per timestamp. Throughout the log file, several instances of low voltage hazard and no external power alarms were captured while connected to the mpu due to the relative state of charge (rsoc) and bus voltages dropping below the alarm thresholds. These events are consistent with the reported disconnections of the ac power cord from the wall outlet. The backup battery supported the system without issue during these events. There were no other notable events captured in the log file. The provided information indicated the patient accidentally disconnects the ac power cord of the mpu from the wall outlet at night and has since been re-educated about preventing this. Per provided information, the root cause of the low voltage hazard and no external power events was determined to be due to the ac power cord coming loose from the wall outlet. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. It appeared that that the log file captured multiple power losses to the mobile power unit between (B)(6) 2025 and (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient reported that they connect to the mpu when going to bed, but when they get up to use the restroom the moves the cables to the other side of the bed and accidentally knocks the cable/plug out of the outlet. They did some reinforcement about preventing this.